Event description:
It was reported during the patient's scs trial procedure, the patient's blood oxygen saturation dropped after being sedated. The patient was unresponsive. The sedation was reversed and the patient was taken to recovery. The patient reportedly regained consciousness and was sitting up and talking. No product was implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.